Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was 375mg/dl at the time of reporting, but had been as high as 566mg/dl before bolus via syringe. Troubleshooting showed her pump to be functioning normally. No equipment is being returned. No additional information to report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.